Event description:
It was reported that an ilet user experienced elevated blood glucose readings after breakfast, stating the system did not adjust insulin dosing as expected and inquired about changing targets, after which troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no alarms. Investigation included clinical troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no device component malfunction identified, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.